Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties were encountered. The lesion was located in the lad (left anterior descending) artery; the vessel and lesion characteristics are unknown. The 1.5mm burr rotalink catheter was introduced and the physician's foot slipped off of the pedal, which stopped the rotation of the burr. Attempts to re-start the rotation of the burr were unsuccessful. The burr was stuck in the lesion and could not be removed. An unspecified balloon was advanced and inflated to 3 atm's, which allowed the burr to be successfully be removed. The procedure was competed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "fine".